Manufacturer narrative:
(B)(4) - excessive force. Evaluation summary: the device was returned for evaluation. The shaft kink and separation were confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the eccentric, moderately calcified, moderately tortuous, 70% stenosed, de novo distal left anterior descending artery (lad) the 2.25 x 8 mm xience prime stent delivery system (sds) met resistance during advancing and was pushed forcefully; the proximal shaft, outside of the anatomy, kinked and detached. The distal portion of the device was removed from the anatomy without reported issue. The procedure was completed using balloon angioplasty. It was noted that the sds shaft was separated in two places, however, it was not known when or how the separation occurred. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.